Manufacturer narrative:
It was reported a shoreline cervical standalone cage migrated. No product lot information, explants, radiographs or CT scans have been received. A return of the product has been initiated but the device has not been received. Revision surgery was completed with no complications and anterior fixation was installed. Review of labeling: possible adverse events. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Pain, discomfort, or abnormal sensations due to the presence of the device.

Event description:
Unknown index surgery was performed on an unknown date. No anterior fixation was used. After the surgery the patient experienced pain in the right hand. The interbody had migrated anterior to the intervertebral space and had to be replaced. An anterior cervical discectomy and fusion (acdf) revision surgery was performed on (B)(6) 2021 with anterior fixation.